Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A case using the product resulted in death of a patient.

Manufacturer narrative:
An event regarding patient death involving simplex p bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned, the device remains implanted. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated that all 10 packs were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as medical records, operative reports, full patient history as well as follow up notes are needed to complete the investigation for determining a root cause. It must be noted that the patient had other co-morbidities. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A case using the product resulted in death of a patient. The patient came in for the surgery with other co-morbidities. During the surgery, the cement did not set up properly, it was removed from the canal, another batch was mixed and used. Upon the implantation of the second stem the femur was fractured. Two days later the patient died. I spoke with the dr. He stated that it was user error, not the cement.